Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 53 mg/dl (paramedic's meter) and 515 mg/dl (compact plus meter ). 1-3 hours before those readings, the patient woke up and received a test result of 323 mg/dl and he took 24 units of insulin. Before calling paramedics the patient's blood glucose level read at 19 mg/dl. He was treated with an injection of glucose and food. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.